Event description:
It is reported that the pt experienced pain and loosening.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further info. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Lps-flex gsf opt sz e-r catalog#: 00576401552 lot#: 61204078, lps-mob art srf sz e/456 10mm catalog#: 00576401552 lot#: 60916450, palacos r bone cement catalog#: 00111214001 lot#: 68184202, all poly pat comp 32dia catalog#: 00597206532 lot#: 61222149 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient was revised due to pain and loosening of the tibial tray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified signs that they were implanted in-vivo. The superior of the tibial component is discolored and scratched. Bone cement remains cover about 60% of the inferior surface of the tibial component. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the associated products indicated that the femoral and tibial insert that were implanted at the initial case were not compatible. Although the implant combination has not been approved/cleared for use and is not a legally-marketed combination, we are unable to evaluate if this non-compatibility caused the reported issue. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.